Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 5 days after the sensor had been inserted in the arm. According to the patient, on (B)(6)2024, the patient was at work and the cgm reading was 80 mg/dl. The patient experienced symptoms of hypoglycemia and was feeling as if she was drunk and was trembling. The patient did not have a blood glucose meter, and no medication was taken but the patient went to the hospital with her sister. When a fingerstick was taken at the hospital the blood glucose reading was 30 mg/dl. The patient felt dizzy and could not comprehend with the situation. The patient was treated with d50 glucose and was ¿injected¿ medication. The patient could not provide further details regarding the treatment. Patient was discharged after spending 3 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.